Event description:
It was reported that during implant attempt the lead had high impedance measurements and high capture thresholds. The physician requested a new lead due to this issue. The lead was not used and a new lead with the same model number and in the same tissue was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was stretched, all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched, and visual analysis revealed the lead was damaged at implant.